Event description:
The end user reported noticing a bleeding red rash under his tape collar in (B)(6) of this year. He further reported that the bleeding is just under the skin barrier. He went on to further state that due to the bleeding, he could not get his skin barrier to stick, so he went to the emergency room, where he was prescribed miconazole powder to stop the bleeding and his medication warfarin was changed to xarelto. He stated that the red rash and bleeding have resolved.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. The end user further reported during his visit to the emergency room it was discovered he has a hernis but, he is unsure of the location. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(6).

Manufacturer narrative:
Add'l info was received on 06/26/2015. Product was returned and the eval is no longer required. Product was destroyed on 06/26/2015. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. Reported to the FDA on 07/16/2015.

Manufacturer narrative:
The product associated with batch (B)(4), in this complaint investigation, was made according to specification. Return samples were received; however this is a known complaint issue which has been investigated. No evaluation of the return samples is required. The batch record review revealed no documentation or production issues that would indicate an out of specification product was produced. Quality systems are in place to prevent and detect defects in the event of occurrence. Previous non-conformance is applicable to this complaint and is closed. No corrective actions have been identified as a result of this investigation. This complaint will be closed without further action. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).